Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the xrl (vertebral body replacement) spreader which is comprised of the shaft and the release tool malfunctioned during a corpectomy at t8 on (B)(6) 2016. The device was being used to implant a cage and perform a screw fixation at t7-t9. While using the xrl spreader, the cage expanded and would not collapse. The inserter (xrl release tool) would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The cage was left in place (remained implanted); it was used in its expanded/static capacity. Although there was no patient harm, the reporter stated that implanted the device in this manner was not ideal. There was a reported 30 minute surgical delay. There were no fragments generated and no additional medical intervention was needed. The procedure was completed successfully without further incident. The patient was reportedly in stable condition at the end of the procedure. This report is 1 of 4 for (B)(4).